Event description:
It was reported that, "after car accident pt reported squeaking and pain in hip."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.